Manufacturer narrative:
Updated fields: d9, h2, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the clamp broke the handle on the fenestrated bipolar forceps. The fragment fell inside of the patient, but it is unknown if it was retrieved. The procedure was completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Additional information: intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon confirmed that all fragments were retrieved. The fenestrated bipolar forceps (fbf) instrument was inspected prior to use, and no damage was noted. The instrument was in use for half of the procedure when the issue occurred. The surgeon did not notice any issues with the functionality of the instrument during the procedure. The fbf instrument did not collide with any other instruments or other hard material during the surgical procedure. No postoperative tests like an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically and the patient has not returned to the hospital due to experiencing any post-surgical complications.